Event description:
It was reported that the customer had low blood sugars for about a month and was hospitalized. Customer's blood glucose reading at the time of hospitalization was below 17 mg/dl. Caller stated that they believed that the insulin pump is delivering too much insulin. Caller stated that the customer was unresponsive prior to going to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.